Manufacturer narrative:
(B)(4). Method: the returned complaint device has not been received for evaluation. Results: the complaint device was not returned and there was very little information provided by the customer. Therefore the failure could not be confirmed. A lot check could not be performed as no lot number was provided. Conclusion: all circuits are pressure tested before they are allowed to leave the production line. This is an automated process and the circuits would have met the required specification at the time of production. Based on the limited information received, it is likely that the swivel, if it was indeed cracked, had been damaged during transport or storage at the customer facility.

Event description:
A hospital in (B)(6) reported that an rt236 breathing circuit had a cracked y-piece. No patient consequence was reported.